Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-1915snf suture anchor assemblies (no batch indicators present) were received for investigation. Visual inspection identified that the corkscrew anchors had broken off at the interface points with the drive assemblies. The fragments generated during this event were not returned for analysis. It was identified that the method of bone preparation used, as well as the bone quality encountered during the procedure, were not provided. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the anchors during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the eyelets of two devices from the article ar-1915snf (lot 11332534) tore off during insertion of the devices into the bone. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.